Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, shock/stress testing and full functional testing without duplicating the report. None of the accessories used during the event were returned for evaluation. The device was recertified and returned to the customer. Review of the device and clinical logs did observe errors that may have been related to the customer's report. However, these appear to occur as the result of the user attempting to troubleshoot. Without an evaluation of the accessories used, the activity in the logs could not be confirmed. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a (B)(6)-year-old male patient, the device was unable to detect the attached electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.